Event description:
Customer states the bottom of the inform system is damaged and the first two pins on the left appear to be blackened. No adverse event reported. The malfunction occurred at a medical center. Upon evaluation by the manufacturer, it was confirmed that pins 3 and 4 have evidence of melting and burning. Requested return of suspect device and replacement was sent. Accu-chek inform system: meter, test strip lot number and expiration date unknown.

Manufacturer narrative:
The suspect product is the inform meter.